Event description:
It was reported the patient's blood glucose level rose to 476 mg/dl while wearing the pod between 24 and 36 hours. The patient reported that the cannula was bent and being unsure if the cannula was properly seated in the infusion site (abdomen). As treatment, a new pod was applied. Additionally, it was reported that the sensor and finger stick values were not matching. The finger stick test showed 476 mg/dl and the sensor was showing 358 mg/dl. The incident has been communicated to dexcom.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. It was reported the cannula was bent and possibly not inserted correctly into the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down smartphone: lockdown omnipod software app version: 3.1.1 smartphone operating system: n5004l-am-q-mv01602-06-01.06 smartphone hardware: n5004l cgm sensor type: g6 *please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event.